Event description:
Please see manufacturer's report numbers 1627487-2010-01388 and 1627487-2010-01389 for devices 2 and 3. On (B)(6) 2009, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the pt's stimulation stopped. The sales rep met with the pt and tried reprogramming the device. X-rays were taken and revealed that the leads had pulled out of the extensions and the extensions had pulled out of the ipg header. The physician decided to explant the leads and extensions and replace with a paddle lead.

Manufacturer narrative:
Eval results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was returned incomplete and functional testing could not be completed. Conclusion: the cause of the reported complaint could not be confirmed. The lead was returned incomplete. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.